Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, g3, g6, h2, h3, h6(health effect ¿ clinical code, investigation findings, type of investigation, investigation conclusions,health effect ¿ impact codes), h11. The (fse) reported that they cleaned the video card connectors and video ribbon cable. The screen noise disappeared and the unit was put back into service. The unit passed all functional and safety tests.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen crackling during turning on. No patient damage was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is crackling.